Event description:
Suture on device not releasing correctly per doctor. Doctor reports similar experiences with this device on several procedures.what was the original intended procedure?laparoscopic cholecysectomy.device #1is this a laboratory device or laboratory test?no.